Manufacturer narrative:
Other applicable components are: product ID: 97745, serial#: (B)(4). Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the no device found (screen 16) message appeared on the controller (ctm) and the ctm language was not in english. The patient was directed to move the controller closer to the implantable neurostimulator (ins), press ¿try again¿ to attempt communication, and start a recharge session. But the ctm was unable to establish recharging because the patient fell three weeks prior to the report and since then, she has had charging problems. The patient saw her doctor about two weeks prior to the report and they told her that ¿her numbers were down¿; the patient was unsure of what that meant. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to have the stimulator checked. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.